Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing improper biometry values. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The main printed circuit board (pcb) required replacement. However the customer did not approve the replacement and no parts have been exchanged at this time. The root cause cannot be determined conclusively. The system was manufactured on january 24, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).